Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is1 connector pin were found. Subsequent analysis indicated that these damages were caused by over rotation of the inner coil during the retraction of the fixation helix. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of 7 months, undersensing was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.